Event description:
The patient reported experiencing a blood glucose of 26 mmol/l with increased thirst, frequent urination, and tiredness. The patient reported bolused to correct for elevated blood glucose and dropped to 2.3 mmol/l. The patient reported treating with oral carbohydrate and temporarily decreased basal rate and blood glucose levels resolved. Customer support advised the patient to discuss site rotation with a health care provider as the patient was using only the abdomen for infusion sites. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
On (B)(6) 2012, supplemental and correction information: this complaint was already submitted under MDR 2531779-2012-01204 submitted on (B)(6) 2012. Animas unable to submit supplemental information (device evaluation and correction) under that report. Submitting this report as the supplemental report for MDR 2531779-2012-01204. Correction: patient outcome attributed to adverse event was omitted in error on the 3500a. "Life threatening" and "required intervention boxes" should be reported for this complaint. Device evaluation: on (B)(6) 2012, animas completed device evaluation with the insulin pump involved with this complaint. The daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. Animas was unable to complete testing for the alleged blood glucose level issue due to the inability to load cartridge. In conclusion, animas was unable to adequately investigate reported erratic blood glucose complaint.